Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that, on an unknown date in 2011, a 29mm epic valve was implanted in the patient. On (B)(6) 2024, patient presented with high gradient and a heart failure was confirmed. The epic valve was explanted and a new 29mm epic plus valve was implanted. Calcification was confirmed on the explanted valve. The patient was reported stable.

Manufacturer narrative:
Explant due to aortic valve stenosis and calcification was reported. The investigation found that cusp 3 was torn. Fibrous pannus ingrowth over the commissure between cusp 1 and 3. Degenerative changes in all cusps. There was no acute inflammation or significant calcifications. The device serial number was not provided, and therefore the device history record could not be reviewed. Histological evaluation noted that there were patchy degenerative changes throughout the cusp tissue including a denatured appearance to the collagen. Based on the available information, the cause of the cusp tear is likely related to the degenerative changes to the cusps. The reported aortic valve stenosis is likely related to calcification and pannus ingrowth. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.